Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge user guide, "do not fill the cartridge with more than 300 units. This can cause a cartridge error."

Event description:
It was reported that resistance was experienced during the fill process. Subsequently, the customer overfilled the cartridge in attempt to address the issue. Customer's blood glucose level was 160 mg/dl. A syringe needle change was performed resolving the issue.